Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump does not accept all batteries. Sometimes the device will start functioning after the third battery. Other batteries were from the same pack, unused and worked fine when tried on other devices. Customer was advised to clean the battery compartment and to check if the battery cap was not damaged. Blood glucose was not recorded conversation through email. No further information reported.